Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement tests. No low battery alert was noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 475 mg/dl at the time of incident. Customer treated with insulin pump. Customer stated that the insulin pump was shuts off and she had frequently change out the battery. The customer was assisted with troubleshooting and declined for high blood glucose and blank display. The insulin pump will be returned for analysis.